Manufacturer narrative:
No product was returned for examination. Product information required to retrieve the device history records for reviewing and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported pain and polyethylene wear without the product to examine; however, polyethylene wear after approximately eighteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to poly wear contributing to pain.